Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat persistent atrial fibrillation (a fib). It was reported that aspiration on the sheath was not possible when the ablation catheter was inserted. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block h6: device codes

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat persistent atrial fibrillation (a fib). It was reported that aspiration on the sheath was not possible when the ablation catheter was inserted. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed by customer.